Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information received from the consumer¿s attorney regarding a patient receiving morphine via an implanted pump (drug concentration/dose was unknown). Indication for use was noted as non-malignant pain. It was reported that the patient¿s pump battery motor stalled on numerous occasions, the pump battery failed. The patient suffered morphine withdrawal and required untimely device removal surgery. The event caused the patient to sustain serious and permanent injuries. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).